Manufacturer narrative:
The records management database indicates that the implants met the specifications and were approved for product release. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from bone quality conditions and an infection from complications occurring during the initial healing period. An infection is a known adverse result for all dental implants as stated in our instructions for use. Optimal oral anatomy and proper intended use of the implant are described in its instructions for use.

Event description:
Implant failed in less than one month's time of implantation before the prosthetic restoration as an infection occurred. At time of implantation there was pain, bleeding, swelling and mobility of the implant. Stability was achieved and osseointegration was not achieved. Bone quality was type iii.